Event description:
Healthcare professional reported, a left side rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, opening and red particle material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.